Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be determined when the tear occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It has been reported that the patient's blood glucose levels rose to 26 mmol/l (468 mg/dl). The pod was leaking insulin during wear. The device was returned and a tear was observed in the cannula.